Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have experienced "feeling like I am going to faint like my heart is not beating". The patient stated they wake up in hot or cold sweats and "it's worse when I lay on my right side". The patient reported they fell and are concerned they may have damaged their lead. The pacing lead remains in use. No further patient complications have been reported as a result of this event.